Event description:
It was reported to philips by a customer that the unit's display is very dim and cannot be brightened. Based upon the information provided, it is unknown if the device was in use at the time the reported event was discovered. However, it was reported that there was no harm or injury to any patient as a result of the reported event. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomedical engineer (bme) reported that the unit had a dark screen, and he cannot brighten it. The bme stated that the brightness is already set to 5. The unit is under warranty, so he requested onsite service. The field service engineer replaced the user interface to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The user interface assembly was returned for analysis. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. During debugging, it was found that the cold cathode fluorescent lamp (ccfl) was burnt out. The customer complaint was confirmed. The burnt-out cold cathode fluorescent lamp backlight caused the dim display.